Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a scratched lid. A functional evaluation revealed no issues. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 b4, d8, d9: information received.

Event description:
It was reported that during use instruments outside patient, the quantum controller started to heat up. The procedure was completed with a s+n back-up device. No significant delay was reported, and no patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the quantum controller started to heat up during case. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.